Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the patient's outcome is unknown at this time. If additional information is received at a later time this report will be supplemented accordingly.

Event description:
Olympus received a legal complaint on (B)(6) 2015, that a patient developed a (B)(6) infection and expired after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure. It was reported that patient contracted the infection within days after having the ercp procedure. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone and in writing but with no result.